Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified as no additional information was provided and the device was not returned.

Manufacturer narrative:
In speaking with olympus technical assistance, the customer was advised when pressing the display button, the menu buttons should light up. On the monitor, the power indication was on. The customer was advised that the monitor would need repair. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported by the customer, during preparation for use, the power button was on for the high-definition liquid crystal display monitor, however there was no display, no picture. The menu did not come up when the display button was pressed. No patient harm reported. The issue started on (B)(6), 2021, was fixed, and then occurred again on (B)(6), 2021. This complaint is related to patient identifier (B)(6).